Event description:
It was reported that the system displayed and error stating to remove anything touching the monitor. When the system was rebooted the customer reported that the monitor was frozen and the system was hard down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.